Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the blue foam broke down while in use with patient. It resulted in pieces of the breaking down into the circuit and blue dye leeching into the humidity condensate in the circuit. There was a patient involvement and there was no patient harm.